Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the transvenous left ventricular (lv) lead was not capturing due to dislodgement. The lead could reportedly not be repositioned and was replaced with an epicardial lead. No patient complications have been reported as a result of this event.